Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (improperly adjusting pump settings).

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 70mg/dl with unsteadiness when standing and walking. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. The patient reported that the pump settings on the pump are the same as the settings on the mmm pump but the patient's bg was going low with these settings on the animas pump and felt that the settings need to be adjusted. This complaint is being reported because the patient allegedly experienced hypoglycemia related to use error in improperly adjusting pump settings.